Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarms ere noted. The insulin pump was received with a cracked case at display window corners, a cracked reservoir tube, a cracked reservoir tube window, cracked battery tube threads, minor scratches on the lcd window, and a broken reservoir tube lip. (B)(4).

Event description:
It was reported that the customer received a button error alarm on the insulin pump. No significant events leading up to the alarm were recalled. The customer's blood glucose was 433 mg/dl. It was advised to revert to a back-up treatment plan. Nothing further was reported.